Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as the device was used for demonstration purposes only. Third party manufacturer review the routers used to manufacture lot number 15vm549206 and determined that there were no deviations or discrepancies noted and the lot was manufactured without incidents. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 11, 2015. (B)(4).

Event description:
It was reported that the irrigation port pulled completely apart from the fecal management system. The device was used for demonstration purposes only and was not used by a clinician or on a patient.